Manufacturer narrative:
(B)(4).  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Received article entitled: "inferior radiographic and functional outcomes with modular stem in metal-on-metal total hip arthroplasty", by inari laaksonen, md, phd, et. Al, published in the journal of arthroplasty xxx (2017) 1-6. Authors sought to evaluate 539 unilateral metal-on-metal total hip arthroplasties, for the effects of modularity of the femoral stem components, with respect to effects on the incidence of poor functional outcomes, osteolysis, radiolucency, and elevated metal ions, using the asr xl system as the acetabular construct, and three different ingrowth femoral stems as the study contingent--depuy summit (260 hips), depuy corail (188 hips), and depuy s-rom stems (91 hips). The study found that patients with s-rom femoral stems had a significantly higher likelihood of suffering radiographic osteolysis (3.8 times as likely) and radiolucency (7.6 times as likely) than those with summit stems. Patients with corail femoral stems had a lesser likelihood of suffering radiographic osteolysis (2.5 times as likely) and radiolucency (4.7 times as likely) than those with summit stems. Patients with s-rom stems also reported significantly worse functional health outcomes in 4 of the 5 proms when compared to those with summit stems. The patients treated with corail stem had inferior results in vas satisfaction compared to patients with summit stems. Stem type did not have an association with blood cobalt level, although patients with corail stems had higher chromium level than patients with summit stems (mean 4.1 vs 2.5 ppb). It was indicated that hips with s-rom stems were 0.930% more likely to be revised than hips containing summit stems. It was indicated that hips with corail stems were 0.124% more likely to be revised than hips containing summit stems. The study did not provide specific patient case data, nor specific product or lot codes. All three stem products were subject to evidence of radiolucency, radiographic osteolysis, and all had varying degrees of blood elevated metal ion levels: summit - cobalt: (2.5 mean) 0.0 - 142.9 ppb chromium: (1.4 mean) 0.0 - 55.1 ppb. S-rom - cobalt: (2.5 mean) 0.0 - 56.1 ppb chromium: (1.5 mean) 0.0 - 32.7 ppb. Corail - cobalt: (4.8 mean) 0.0 - 58.9 ppb chromium: (2.4 mean) 0.0 - 51.9 ppb.